Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after placing the third implant near the bell in the left lobe, severe bleeding occurred, making it difficult to place fourth implant near the bell in the right lobe. Upon examining the bleeding point, it was found that the area where the implant was placed near the bell in the left lobe was torn, resembling a pseudourethra. Attempting to stop the bleeding with a loop electrode resulted in the tearing progressing from the 2 o'clock position to 1 o'clock and then to 12 o'clock. Therefore, the doctor switched to a needle electrode to stop the bleeding and ultimately achieved clean channeling. The procedure was completed". The patient status is reported as "fine".